Event description:
It was reported that the patient could not adjust stimulation. The patient was able to turn stimulation on or off with the recharger. It was also reported that stimulation had minimally helped the patient's pain. She had been reprogrammed several times, and was going to see if the new programs helped her pain better. Additional information received reported that the patient experienced an overstimulation sensation, stimulation in her ribs, and numb legs. It was also noted that the patient had been reprogrammed at least ten times, and each time was successful. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory: model 3550-29, lot# n284592, implanted: 2011 (B)(6), explanted: unknown. Lead: model 377760, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown. Programmer: model 37743, serial# (B)(4). Accessory: model 37752, serial# (B)(4).

Event description:
Additional information received reported that the patient understood she needed a revision, and had been referred to a hcp to consider a paddle lead. The patient was currently unable to have surgery due to personal and occupational issues. She was scheduled to get an injection, and planned to let the manufacturer representative know how she was doing. It was noted that the patient had many personal issues going on and expressed being very depressed.